Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a bone anchored maxillary protraction (bamp) procedure on (B)(6) 2015. During a post-operative, follow-up visit, it was discovered that the patient had developed an infection in the surgical area. The patient underwent revision surgery on (B)(6) 2016. Some of the hardware was removed and re-positioned. New screws were implanted as they were noticed to be loose. Infection was cleared and the patient's outcome was noted as being "good". This is report 2 of 9 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device investigation summary - (B)(4) intact screws were returned for evaluation. The implants were undamaged and the threads and tips had no discernible issues. No issues were found with the received implants, and the complaint condition of screws loosening was unable to be confirmed. The cause of the complaint condition could not be determined, but it might have been caused by stripping the hole in the bone during insertion. This complaint is unconfirmed. The returned implants are used for plate fixation during craniofacial procedures as part of the orthodontic bone anchor (oba) system used for the orthodontic movement of teeth. Drawings for the devices were reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. A review of the device history records was unable to be performed since a valid lot number was not known for the devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.